Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Reporter is an attorney.

Event description:
Patient experienced severe pain and discomfort in his left hip. On 03/11/2013- maude report (mw5029126) submitted by patient has been experiencing severe and continuous pain. There is no mention of a revision surgery. Adding additional products from duplicate (B)(4). Update ad 07 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges infection and elevated metal ions. Added date of revision, revision surgeon, revision hospital, law firm, and patient's age. Updated product details and event date. Doi: (B)(6) 2006 - dor: (B)(6) 2017 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.